Event description:
Per note with unit: vent alarmed, showed reset on display, display then showed garbage characters, and then shut down. Was on pt at time of event. No pt harm reported. Occurred approx 2 weeks ago.